Manufacturer narrative:
No further information was able to be obtained from this customer. However the product was returned for evaluation. A biometry probe w/applicator was received for evaluation. A visual inspection of the biometry probe w/applicator did not reveal any non-conformity. The biometry probe w/applicator was connected to a calibrated biometry system. The system was turned on and allowed to boot. The system successfully booted. The biometry probe w/applicator was functionally tested. The biometry probe w/applicator passed test. Functional testing on the biometry probe w/applicator conducted at itc could not confirm the reported non-conformity. Testing results showed that the biometry probe w/applicator functioned to specifications. The biometry probe w/applicator functioned to specifications. Therefore, it is not suspected to have contributed to the reported event the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical engineer reported that during diagnostic exams the probe was giving erratic readings on a pool of patients. The probe was tried in three different systems. The probe tested normal on a test model. The exam was completed using an alternate biometry system. No incorrect intraocular lens were implanted. There was no patient harm. Additional information has been requested and received.